Event description:
Patient was intubated with a 2.0 ett that was intact and not altered in any way (pre-cut). The next afternoon, upon patient assessment it was noted that the ett was starting to split down the radiologic line. The tube continued to slowly split over the next couple hours with any kind of manipulation. Provider was notified and decision was made to re-intubate. (Unfortunately the failed tube and packaging were not saved.) Two pictures included with report: image of tub about 1 hour before it split beyond the tip of the hub and required re-intubation. Picture of packaging of another 2.0 ett that was stocked with device involved in incident. We think the one that failed was from the same box, but can not confirm.